Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (friend / family member) regarding a patient who was receiving dilaudid of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pump was critical alarming. The sound heard was consistent with a pump alarm. The patient had magnetic resonance imaging (MRI) the morning of (B)(6) 2019 for about an hour and a half and the pump did not restart. The patient¿s healthcare provider was 1.5 hours away and they had not checked with the patient¿s managing physician on the issue yet today. It was further noted that they were not going to be driving out there to get the pump restarted. It was noted that the MRI facility called a company representative on (B)(6) 2019, but no company representative could come out that day, so the patient¿s MRI had to be rescheduled for today (B)(6) 2019. It was indicated that the MRI facility paged a company representative today but no one from the company had shown up. It was further reported that the patient was supposed to be going to the emergency room (ER) now for a lung biopsy because they started having chest pain about three days ago / on (B)(6) 2019, but the pump was alarming so that needed to be taken care of fist. Regarding the lung biopsy and chest pain, it was clarified that this was not pump related. It was also clarified that the reason for the MRI was not device related. No patient symptoms were reported related to the pump having stopped following an MRI. No further patient complications have been reported as a result of this event.